Event description:
It was reported that the customer received failed battery test alarms on the insulin pump. No anomalies were found during troubleshooting. The failed battery test was not received, following cleaning of battery cap contacts and insertion of new battery. The customer's blood glucose was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
A failed battery test was received because the battery tube connector was not plugged improperly. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and minor scratches on the display window. (B)(4).